Manufacturer narrative:
No report of patient involvement.

Event description:
The hospital reported that the ventilator switch is broken preventing the selection of the desired mode of ventilation. There was no report of patient involvement.